Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 05/26/2011 and 06/16/2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A consumer reported that two months following intraocular lens (iol) implant surgery, he has "cloudiness" from the left hand side of the lens. He stated that sunglasses help to alleviate this. The surgery was performed in 2010. He reported that his surgeon referred him to another surgeon for a second opinion. Add'l info has been requested.